Event description:
[Redacted date] aline preparation for patient and the actual tubing leaked at the one of the connections when flushed. Aline required for patient in ICU. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection. New aline retrieved and inserted. Item identified as art0420 in kit art685 in centurion kit art685 told this has happened 4 other times this week. [Redacted date]: aline preparation for patient and the actual tubing leaked at the one of the connections when flushed. Aline required for patient in ICU on [redacted number]. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection lot number 2023112790. Connection is sequestered. New aline retrieved and inserted. Manufacturer response for statlock in arterial insertion bundle, (brand not provided) (per site reporter).